Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of three flexiva ID 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva ID 200 laser fibers were opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the first laser fiber was already broken upon opening the package. A second and third flexiva ID 200 laser fibers were opened and they were broken upon starting to pass through the scope. The procedure was completed with a fourth flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.